Event description:
It was reported that the patient presented for a procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited high pacing threshold. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.